Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received multiple inappropriate shocks due to suspected lead noise. The patient came to the emergency room and the high voltage therapies were inactivated and the patient was admitted. The lead remains in the patient. No further patient complications have been reported as a result of this event.